Manufacturer narrative:
Evaluation in progress.

Event description:
System went down. Patient on the table and procedure started. After 1050 shocks, the control panel of the therapy head went blank and started to make a crackling noise. Tried to restart a couple of times but still wouldn't work. Service called, unfamiliar with the issue, advised to shut the machine down. Case was aborted and remaining two cases cancelled.

Manufacturer narrative:
Field service engineer conducted simulated use testing. Found a bad mains filter, replaced. System tested and is fully operational.